Manufacturer narrative:
Date of report: 21jul2021. (B)(4).

Event description:
The customer reported that unit displayed non resettable alarms and power overlay led were flashing during unit set up. It's unknown if the unit was in use on patient at the time of event, but this information has been requested. There was no patient or user harm reported. The customer contacted product support and requested for service repair. Other information is pending.

Manufacturer narrative:
Several attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The field service engineer (fse) reported that the unit is back in service, after evaluation and pm was performed by 3rd party (fse). No repair detail was provided.